Event description:
The service report shows the customer reported that during the monthly checkout the audio alarm was very faint. The nellcor puritan-bennett factory service technician verified the reported malfunction. The npb technician inspected the device and replaced the volume potentiometer and repaired the trace to the potentiometer. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.